Event description:
It was reported that the patient received a notifier alert for an increase in pacing lead impedance, an increase in capture threshold and oversensing were noted. Lead replacement will be scheduled. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.